Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The stylet/guidewire was kinked/buckled. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure the physician was having difficulty placing the right atrial (ra) lead. The ra lead would dislodge when the stylet was removed. The physician attempted to place the lead several times then asked for a new lead. An alternate lead was placed without incident. No patient complications have been reported as a result of this event.